Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. The customer sent the patient's sample to beckman coulter where testing was performed to evaluate the sample for interference. Beckman coulter obtained reproducible results, within the assay's normal reference range and no interference was found. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer obtained a first troponin result above the assay's normal reference range. The customer reanalyzed the patient's sample on the same access 2 immunoassay system, and obtained a higher result above the assay's normal reference range. The customer reanalyzed the patient's sample two (2) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a becton dickinson serum tube with gel and was centrifuged at 2,782 to 3,450 g (g-force) for ten (10) minutes at 17 to 23 degrees degrees celsius. No issues with sample integrity were reported by the customer.